Event description:
It has been reported to philips that touchscreen commands not responding properly. From the home screen, press the ¿12 lead¿ button. It takes you to the 12 lead screen, but when you press the ¿start record¿ button it sends you back to the home monitoring screen. During initial workshop testing, could not recreate the fault however after around 10 mins of use the exactly described fault occurred and we could get it to happen quite repeatedly. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
This report is based on information provided by philips service engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen commands were not responding correctly. The device was returned to philips bench repair facility and the front enclosure & display were replaced (rdt front enclosure kit (for 00-102x-r) & (rdt display assembly kit). Testing was satisfactorily completed resolving the customer¿s complaint. The device was returned to service at the customer site. Based on the information available the cause of the reported problem was a device malfunction. The reported problem was confirmed. However, the root cause of the failure cannot be determined without the return of the device for failure analysis. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.